Event description:
The customer reported the unit will not pass the pacer, cable or ops tests. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit will not pass the pacer, cable or ops tests. There was no reported pt involvement. Phillips evaluated the device and cables and confirmed the problem was the power pca. The power pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer.